Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. &#842; a promus premier stent was previously implanted in the saphenous vein graft to the circumflex artery. The patient was re-admitted for a percutaneous coronary intervention (pci) in a different coronary vessel and upon review of the set-up diagnostic angiography images, it was noted that there was a fracture of the implanted promus premier stent. The patient remains well and a procedure to recanalize the native vessel being supplied by the graft was planned. The patient's status was stable.